Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post procedure, the devices functioned as intended; but failed to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (IFU) as a potential adverse events of use of the device. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2993 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unspecified access site in the left groin using a proglide device with a 14f sheath. Reportedly, the device was used without issue; however, bleeding occurred. Manual compression was applied to successfully achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.